Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument after they replaced the integrated multisensor (imt) standard a (stda) bag on the instrument. Siemens determined that quality controls (qcs) recovered within acceptable ranges on the day of the event. The customer reported that they replaced the imt sensor after they obtained the low sodium result and the instrument failed to calibrate. As per siemens' instructions, the customer replaced the imt x pump tubing, adjusted the imt pressure foot, calibrated the imt, and ran a condition and dilution check; the dilution check (dilcheck) failed. Then, as per siemens' instructions, the customer opened a fresh bottle of dilution check solution and reran dilcheck and qcs, which recovered acceptably. Siemens further investigated the event and determined that air was potentially drawn into the instrument when the customer replaced the imt stda bag, which potentially contributed to the discordant, falsely low na result. The issue was resolved with multiple calibration and qc runs that primed the air bubbles out of the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension exl 200 instrument after the customer replaced integrated multisensor (imt) standard a bag on the instrument. The discordant result was not reported to the physician(s). After troubleshooting the instrument, the customer repeated the sample and a higher na result was obtained on the sample. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.